Event description:
During a valve in valve tavr procedure, the second valve moved ventricular during deployment and then embolized into the aorta during repositioning. Initially, the first valve was placed 80/20 aortic/ventricular. Moderate paravalvular leak (pvl) was noted on echo. A second delivery system and valve were prepared and placed one cell lower in relation to the first valve. During deployment of the second valve, the second valve began to move ventricular. During repositioning and inflation, both valves then embolized into the aorta. The patient was placed on cpb to stabilize hemodynamics. A third valve was prepared and deployed in the annulus without incident with mild pvl on echo. The patient was removed from cpb and the echo showed good valve function and mild pvl. The two embolized valves were embedded in the descending aorta with a 23mm x 4cm edwards bav catheter. The patient's access sites were repaired and the patient was sent to recovery in stable condition. The patient¿s native annulus measurements were 18.6x19.7 via CT. The patient had mild native annular calcification, and bulky native leaflet calcification and a significant septal bulge.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the patient¿s septal bulge pushed the valve during deployment, causing the valve to embolize aortic. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
The event of the first valve malposition and embolization was reported under MDR number 2015691-2014-02397